Event description:
It was reported that oversensing was noted on the ventricular channel. The patient presented with several pauses. Upon interrogation, there was oversensed noise on the lead. The noise was observed when the patient was not moving. Lead issue suspected. Later, patient requested for system to be programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.